Event description:
It was reported that during a follow up visit for the implantable pulse generator (ipg), the physician observed that the right ventricular (rv) lead polarity indicated "configure". The doctor selected the lead polarity for pacing and sensing (bipolar) and when attempted to program the changes, it was not possible because the "program" button was disabled. Implant detection was completed, there were lead trends (stable and within range. There was no problem with the atrial channel, issue was only the rv channel. It was also reported that when the "lead and battery measurements" was selected, the rv measurements could not be taken. Later, the ipg was interrogated and same problem was observed. The rv lead polarity was set to "configure" and the reason for not being able to program the polarity was that the therapy guide parameters needed to be programmed. Selecting therapy guide and programming the parameters permitted rv lead polarity to be programmed. The ipg remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).